Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The impella device was not returned for evaluation. The console logs from the reported day of event are consistent with complaint and show that several times during support with pump 585749, console presented with controller error alarms (1040 due to ambient pressure out of range, 1045 due to opm comm crc error.) Real time (rt) logs confirmed that all signals received from optical bench (placement, signal not reliable (snr), contrast, lamp, gain) are represented as -16384 values due to the crc error. The controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. G2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28609. H10 investigation results were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28609. H6 type of investigation, investigation findings, and investigation conclusions were erroneously entered on the initial manufacturer device report number 1220648-2025-28609.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the placement signal went out and a controller error alarm occurred on an automated impella controller (aic). The alarm resolved on its own. The console was not changed out due to concern for pump not restarting, as the impella pump was actively supporting a patient with non-st-segment elevation myocardial infarction. There was no harm to the patient reported.